Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient¿s spouse reported that during the previous night¿s dialysis treatment, the cycler had alarmed for air detected in the cassette and the patient canceled treatment. On the following day, it was discovered that solution had leaked from the liberty cycler set and solution was found inside the cassette door area of the liberty cycler. Additional information received from the patient¿s pd nurse confirmed that the patient has experienced no adverse event and was able to successfully complete dialysis treatment through continuous ambulatory peritoneal dialysis (capd). The set was not made available for evaluation.